Event description:
It was reported that the stent was unable to cross, despite pushing. When the device was removed, the balloon was bunched and the stent appeared to be mangled and dislodged off the balloon proximally, but still remaining on the shaft proximal to the balloon. Then before shipping the device back, the physician removed the stent implant and discarded it. No pt effects were reported. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the multi-link rx vision because the product was not returned to abbott vascular for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the moderately calcified lesion contributed to the reported failure to advance. An interaction with the calcified lesion during the attempt to cross may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Additionally, during retraction of the sds, the damaged stent struts would have interacted with the anatomy and guiding catheter, further contributing to the stent dislodging from the balloon inside the guiding catheter. To ensure the reported difficulties are not the result of a manufacturing deficiency, all stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency.